Event description:
And it went down my throat [accidental device ingestion]. Could not breathe/not breathe through my mouth [breathlessness]. It hurt so bad I thought it was going in my lungs [pain]. Case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a (B)(6) female patient who received glycerin (biotene mouth spray (original)) oromucosal spray (batch number u9a151, expiry date december 2020) for product used for unknown indication. On (B)(6) 2021, the patient started biotene mouth spray (original). On (B)(6) 2021, an unknown time after starting biotene mouth spray (original), the patient experienced accidental device ingestion (serious criteria gsk medically significant), breathlessness, pain and expired device used. Biotene mouth spray (original) was discontinued on (B)(6) 2021 (dechallenge was unknown). On an unknown date, the outcome of the accidental device ingestion, breathlessness, pain and expired device used were unknown. It was unknown if the reporter considered the accidental device ingestion and breathlessness to be related to biotene mouth spray (original). The reporter considered the pain to be related to biotene mouth spray (original). Additional details: adverse drug event is received by consumer via call centre representative (phone) on (B)(6) 2021. Consumer stated that " I am calling about biotene spray. I have been using it because it is good for my breath. Last night I sprayed some on my tongue, and it went down my throat. And I thought I was going to die. I could not breathe. It hurt so bad, I thought it was going in my lungs. I could not breathe through my mouth, I could only breathe through my nose. They need to have a better warning on what can happen to a person. Expiration is 12/2020, lot is u9a151 or u9a161. I used warm salty water to gargle with. I am not fully recovered from this yet. I don't know if I will speak to a doctor about this. You can follow up with me".

Manufacturer narrative:
(B)(4).